Event description:
Report received of no audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the biomedical engineer reported that the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use.